Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient developed anemia post-implant; this was thought to be related to both the patient's iron deficiency as well as the surgery itself. The patient was given intravenous iron supplements and was later transitioned to oral iron supplements. The patient was also given one unit of red blood cells (rbcs) on (B)(6) 2021. On (B)(6) 2021, the patient experienced knee pain; they had a known history of gout. An arthrocentesis and intraarticular steroid injection were ordered and medications were adjusted accordingly. The arthrocentesis was completed on (B)(6) 2021 which was consistent with psuedogout and synovial fluid did not show growth.

Manufacturer narrative:
No further information was provided,. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the a recently implanted patient experienced cardiogenic shock on (B)(6) 2021. The left ventricular assist device (lvad) was operating as intended. The patient also experienced hypotension with elevated pulmonary artery pressure, requiring treatment with norepinephrine and vasopressin. The patient was weaned off of inotropes and had stable end organ function, allowing transfer out of the intensive care unit. There were no alarms for this event.